Manufacturer narrative:
Alleged failure: the forceps would not stop even though the button was released, the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the event description and investigated for continuous activation the probable root cause/s could be probe short (due to fluid ingress), button stuck on firing position. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.